Manufacturer narrative:
Additional information was added to a1, b5, d10 (add entry and ni for date), g2 (add source), h4, h6, and h11: b5: the expected therapy time was 4 days. The infusion was delivered via a peripherally inserted central catheter (PICC) line attached to the patient. H4: the lot was manufactured between november 27, 2023 ¿ november 28, 2023. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed, and fluid inside the bladder was observed which suggests no solution flow. The reported condition was verified. The cause of the condition could not be determined; however, a likely cause is use-related factors. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no fluid flow through a large volume infusor. The device did not infuse during use. The device contained 6400mg fluorouracil in 192 ml 0.9% sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6) hospital . Should additional relevant information become available, a supplemental report will be submitted.